Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient reported that he spoke with a healthcare personnel (hcp) and that the reaction was treated with a prescription of an oral antibiotic medication, amoxicillin, and an unspecified hydrocortisone cream. At the time of the report the patient stated he was still getting rashes. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).